Event description:
It was reported that the ilet user experienced low blood glucose with a fingerstick of 61 mg/dl and a continuous glucose reading of 49 mg/dl trending downward after a double insulin dose for breakfast, which constituted an incorrect procedure and involved the user interface in meal entry. Symptoms included hypoglycemia and nausea. Outcomes included serious injury requiring unexpected medical intervention, specifically oral glucose administration. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to failure to follow instructions during meal dosing with the user interface. It was concluded, based on previously established findings for similar reports, that unintended use error caused or contributed to the event.